Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer's site. The reported complaint of "the thermogard xp ivtm system displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review. Investigation revealed that the root cause of the tcmid:05 error was the defective lm34a/b temperature sensor, as a result of a defective component. Visual inspection of the thermogard xp ivtm console was performed, and no issues were noted. The event logs were reviewed and multiple tcmid:05 (coolant diff failure) error messages were observed to have occurred around the customer reported event date; thus, confirming the reported complaint. Unable to perform functional testing due to the defective lm34a/b temperature sensor, which was replaced to remedy the tcmid:05 error messages observed in the event logs. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During device check, the thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:05 (coolant diff failure) error message during the power-on-self-test (post). No patient involvement.